Manufacturer narrative:
The device involved in the incident was not returned for evaluation. The complaint information was forwarded to the engineering department for evaluation. The luer connector conforms to the current en/iso standards. Information provided stated the repair luer was used with a bard hemosplit catheter. The IFU states the device "repairs medcomp® catheters: split cath®, hemo-flow®, hemo-flow® xf, titan hd. Do not use to repair catheters other than those specified above." The repair luer was used off label. First complaint of this nature.

Event description:
Subsequent to utilization of the catheter luer lock dual lumen dialysis catheter repair kit, the catheter was connected to the extra corporeal circuit and dialysis treatment was initiated. At this time, foam was noticed in the blood circuit originating at the hub. Multiple attempts to tighten the connection were unsuccessful. The catheter needed to be replace.